Manufacturer narrative:
Insulin pump was received with a steady blank white light on the display due to cracked lcd glass. Unable to verify missing segments/partial display due to blank display.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had partial display. Blood glucose was unknown. Customer reported that his insulin pump isn¿t working with white screen. Customer reported that he slipped and fell on his insulin pump. Customer reported that display is solid white. Customer reported that insulin pump screen flashing when screen was turned on after being in sleep mode. The insulin pump will not be returned for analysis.